Event description:
A ventilator was returned to the manufacturer for preventative maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the unit failed calibration repair testing. The active exhalation control module valve needed to be replaced to address the issue. Addtionally, the trilogy o2 pm1 kit, exhaust fan assembly, 43 micron filter, motor blower assembly, and stirring fan foam were replaced for maintenance. Repair testing, alarm check, battery check, run in testing, and cleaning were performed. The unit operated properly.